Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Our investigation determined that the device did not collect pvc burden data following a replacement from a lux-dx device. Boston scientific determined that a programming settings discrepancy can occur in patients who were enrolled in latitude clarity prior to an october 2023 system update, and then underwent device replacement from a lux-dx device to a lux-dx ii or lux-dx ii+ device. This can result in certain data not being monitored or collected as expected in the new device. Boston scientific has issued a field safety notice to notify physicians of the potential for certain lux-dx ii & lux-dx ii+ devices to exhibit this behavior. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that there was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design.

Event description:
It was reported that false alerts for supraventricular tachycardia (svt) were observed in this insertable cardiac monitor (icm) when premature ventricular contractions (pvcs) occurred. A setting adjustment was suggested to reduce sensitivity. Although pvc detection appears to be enabled, it shows as disabled when reviewed, raising questions. Further investigation is needed, and the technical services plans to consult with the research and development group. Additional information received indicates that the representative confirmed pvc burden was temporarily turned off and then back on, but no full uploads have occurred yet. Brady and pause features appear off despite being programmed on; these will be toggled off and back on after verification, followed by a manual full transmission from the patient. No adverse patient effects were reported. This icm remains in service.